Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Removal of the device. This record relates to the left side.

Event description:
Healthcare professional reported capsular contracture baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture (baker grade iii).

Event description:
Healthcare professional reported rupture. Removal of the device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device was returned to allergan for analysis and visual analysis noted the weight the device within specification 417.31 grams. The device shell was noted to have creases. Red particles were observed on the shell of the device. The device was noted to have wear abrasion and deformation (no openings were found). Based on the device analysis the final assessment is: no openings were observed on the device.